Event description:
The pt was implanted with a left ventricular assist device. (B)(4) reports were rec'd which stated: "mitral valve regurgitation and possible inflow impedance. Inflow graft malfunction/malposition".

Manufacturer narrative:
The attached user facility reports were rec'd from the (B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.